Event description:
Additional information received from the patient indicated that they are still having coupling issues, and that they are waiting to see if their new healthcare provider office will see them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the recharger antenna cord was frayed. The patient located a cut in the cord and determined that moving the cord causes the connection to go off and on. The patient believed the cord was the cause of the coupling issue previously mentioned. She had still been having the issues but found she could move the cord and regain coupling. It was reported the antenna was damaged. Patient was issued a new recharger antenna. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported that there was difficulty charging described as it taking too long to charge. The patient used to be able to charge over their clothes and now they had to do it right on the skin. The patient was lucky if they got 2 bars. The caller stated that they spend an entire day trying to charge up the ins and trying to even find the connection. The patient had discussed this with their managing health care professional (hcp) who suggested that the patient call the surgeon but the patient¿s insurance was not accepted there anymore. Hcp listings were provided. The charging issues started in (B)(6) 2016. There were no patient symptoms reported.